Event description:
Customer reported that on (B)(6) 2013 he received erratic readings on his adc blood glucose meter. Customer reported receiving readings of 463 mg/dl and 130 mg/dl within 10 minutes. All tests were performed on the palm (ast). The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values is clinically significant. Customer further reported he took "so much insulin" (unspecified amount - on sliding scale) that he subsequently experienced "shakiness" and "weakness" because, he believed, his blood glucose level became low. No third-party medical intervention was required. Customer self-treated by eating a candy bar and then a normal supper. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.